Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, on (B)(6) 2014, at 8pm, he obtained an alleged inaccurate high blood glucose result with the subject meter of ¿180 mg/dl. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes management routine as a result of the reading he obtained. He alleged, ¿within 5-10 minutes¿ of obtaining the result, he experienced symptoms of ¿light headedness and nausea¿. The patient claimed that the emergency medical service (ems) was contacted and a blood glucose result of ¿47 mg/dl¿ was obtained on the paramedic¿s meter, within 30 minutes of the alleged inaccurate high result on the subject meter. Based on statistical methodology, the reported difference between these results falls outside lfs¿ criteria for accuracy. The patient alleged, on (B)(6) 2014, at 8pm, a glucagon injection was administered by a healthcare professional to treat his symptoms. At the time of troubleshooting, the cca noted that the patient¿s test strips had been stored correctly, the test strip vial was not cracked or broken, the meter was set to the correct unit of measure and the patient had used an approved sample site. He did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, continued to administer treatment based on the alleged result, and was reportedly treated for severe hypoglycemia by a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/03/2014). The patient¿s meter has been returned on 10/17/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.